Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right atrial (ra) lead exhibited a fracture. As a result, high out of range pacing impedance measurements were observed. Technical services (ts) recommended reprogramming options to avoid the ra alerts. No adverse patient effects were reported. This ra lead remains in service.

Manufacturer narrative:
The device was not returned for analysis as it was surgically abandoned; therefore, a technical analysis could not be performed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established. This report is being submitted to update section b1, b5, h1, and h6 codes. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right atrial (ra) lead exhibited a fracture. As a result, high out of range pacing impedance measurements were observed. Technical services (ts) recommended reprogramming options to avoid the ra alerts. No adverse patient effects were reported. This ra lead remains in service. Additional information indicated that this ra lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to update section b1, b5, h1, and h6 codes. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right atrial (ra) lead exhibited a fracture. As a result, high out of range pacing impedance measurements were observed. Technical services (ts) recommended reprogramming options to avoid the ra alerts. No adverse patient effects were reported. This ra lead remains in service. Additional information indicated that this ra lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.